Event description:
The event involved an unspecified plum 360 pump where it was reported that the pump randomly shut off in the middle of a patient infusion, resulting in the patient's blood pressure dropping. Further intervention was necessary to recover the patient to include medication intervention and resuscitation. The vasopressors being infused during the shut off was levophed, neo-synephrine, and epinephrine. This report is being filed on multiple ICU medical plum 360 infusion pumps due to failures of inappropriate shut off. Batteries were replaced in pumps during recall of infusion pumps, and batteries where then replaced to mitigate shut off failures after following recall recommendations. The batteries in the infusion pumps have been replaced two times since the recall notice has gone into effect. Reference reports: mw5150724, mw5150726, mw5150727. There was patient involvement, and the patient was resuscitated.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted. The adverse event was reported under g8 - MFR report # 9615050-2024-00214.

Manufacturer narrative:
The device was not available for evaluation. A 12-month review was not conducted because no serial number was provided. Service repair history was not provided by customer. Event logs were not provided. In conclusion, since the device was not returned to the service hub for analysis, no visual inspection or functional testing was performed. Device history review was performed and the only similar occurrence was related to this event (see h10). H10 - additional related report number 9615050-2024-00223-00.